Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a piece of the clear plastic part of the cartridge was missing. Customer's blood glucose was 102 mg/dl. Reportedly a new cartridge was loaded to address the event.